Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test due to faulty force sensor. Unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump had excessive motor noise during rewind due to faulty motor. The insulin pump passed the displacement test. The insulin pump was returned with a missing end cap sticker.

Event description:
It was reported that the customer was treated by the paramedics due to low blood glucose levels. The mother stated that the customer was unconscious, and put syrup in his mouth until the paramedics arrived. By the time they arrived, the customer's blood glucose was 78 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. However, the customer was not comfortable with the insulin pump, and requested a replacement. Nothing further was reported.